Event description:
It was reported that during a percutaneous pinning of the wrist surgery, it was observed that the locking mechanism was sticking on the quick coupling device. It was further reported that the device could not ¿lock to the driver¿. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred during the week of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) . Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. Upon receipt of the device, the lot number was provided. Therefore, date of manufacture was available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility.

Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device sticks and would not stay attached to the driver device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from misuse, abuse and or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.